Event description:
A patient submitted a voluntary report to the FDA medwatch program (report no. (B)(4)). The patient reported that the registered nurse used improper settings to treat their telangiectasia. The patient also reported blackening of the skin and blistering.

Manufacturer narrative:
Without information regarding the location where the patient received treatment or information regarding the device, candela cannot perform an evaluation of the device. The complaint database has been reviewed and a specific complaint associated with this particular event or a similar event describing the type of injury reported by the patient has not been identified.